Event description:
The customer stated that she performed a control test and received a result of 192 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 195 and 193 mg/dl. The normal control range 93-127 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.